Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test a total of 6 times. The customer stated she was changing the battery in the morning and it has been alarming since then. The contacts are not missing or damaged and the battery compartment and spring are not damaged or corroded. Customer was advised to clean the battery cap and insert a new battery; the customer received a failed battery test alarm. Blood glucose value was 126 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No failed battery test alarms were noted. The pump was received with a cracked case at the display window corners, a cracked display window, and minor scratches on the lcd window.